Event description:
During cauterization of cervix after biopsy, physician noticed the tip of apple fischer cone biopsy had broken off. The maximum setting of the apple cone biopsy device is 40 for the apple brand. When the surgeon did not get the results she wanted at 40, she requested the device be turned up to 50. At that point, the tip melted and broke off the device. The entire tip was retrieved and there was no harm to the patient. The physician was unaware of the setting limits of the device. The device has been sequestered. The incident has been shared at safety huddle and an in-service has been arranged with the company/manufacturer representative.